Event description:
The customer called and reported that the insulin pump alarmed no delivery multiple times. The customer's blood glucose was 97 mg/dl. Customer believed there was an issue with the serter not releasing properly and declined troubleshooting for the no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.